Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer stated that their qc was acceptable. The alarm trace showed abnormal sipper movement, tip/cup pick up, and abnormal sample probe movement alarms. Based on the alarm trace, was determined that the sample probe had picked up two sample tips, causing it to hit the incubator cover which lead to sample probe contamination. The field service engineer performed mechanical and performance checks and checked the liquid level detection voltage. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg test system results for 6 patient samples on a cobas 6000 e601 module. For sample 1, the initial hcg result was 1160 miu/ml. The repeat result was 0.1 miu/ml. For sample 2, the initial hcg result was 1203 miu/ml. The repeat result was 2.84 miu/ml. For sample 3, the initial hcg result was 210.7 miu/ml. The repeat result was 0.1 miu/ml. For sample 4, the initial hcg result was 40.12 miu/ml. The repeat result was 0.1 miu/ml. For sample 5, the initial hcg result was 2915 miu/ml. The repeat result was 0.1 miu/ml. For sample 6, the initial hcg result was 208.90 miu/ml. The repeat result was 0.1 miu/ml.